Manufacturer narrative:
The pipeline device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post-procedure and its cause could not be conclusively determined from the reported information. Natarajan, s. K. Et al. (2016). The safety of pipeline flow diversion in fusiform vertebrobasilar aneurysms: a consecutive case series with longer-term follow-up from a single us center. Journal of neurosurgery, 125(1), 111-119. Doi:10.3171/2015.6.jns1565. Mdrs related to this article: 2029214-2016-00667, 2029214-2016-00668, 2029214-2016-00669, 2029214-2016-00670, 2029214-2016-00671, 2029214-2016-00672.

Event description:
Medtronic received information from literature that a patient underwent retreatment after pipeline implantation. The patient presented with amnesia and was found to have a fusiform posterior circulation aneurysm. The aneurysm was unruptured and 14mm. The pipeline was deployed in the v4 including the posterior inferior cerebral artery (pica) origin. There were no technical difficulties noted during the procedure. The ten-month follow-up angiogram showed that the aneurysm did not have adequate flow diversion. The patient underwent retreatment in which an additional pipeline device was implanted. At the last angiographic follow-up (22 months after the initial treatment), dsa showed no aneurysm remnant and a patent pipeline device. At the last clinical follow-up (32 months after initial treatment), the patient had an mrs of 0.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.